Event description:
A medwatch voluntary report was received by the MFR from the user facility with reported that during treatment a blood leak occurred. A hole developed in the dialysis tubing around the section that is located in the pump portion of the machine. The leak was visually observed and the pt was removed from the machine 30 minutes early. There were no other ill effects to the pt. No sample is available.